Manufacturer narrative:
Prosthesis, knee, patellofemorotibial, semi-constrained, cemented, polymer/metal/polymer. Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
It was reported via a legal notification, that a patient, who had an initial right total knee replacement, and was implanted with optetrak devices, including optetrak logic tibial inserts made of polyethylene in (B)(6) 2013, underwent a revision procedure in 2016, for issues including but not limited to polyethylene wear, bone loss, osteolysis, instability, and/or component loosening. The (B)(6) 2013 arthroplasty was done correctly and did not deviate from accepted medical custom and practice with regards to the implantation of the optetrak device. In or around (B)(6) of 2022, the plaintiff was advised that her knee replacement failed for reasons related to the defective device. The plaintiff experiences daily pain and discomfort in her knee which limits her activities of daily living and impacts her quality of life. No device returns anticipated due to this being a legal case. No further information.

Manufacturer narrative:
Additional information g3 h3: based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues; no device information was provided. The cause of the subsequent revision cannot be conclusively determined, insufficient information. These devices are used for treatment not diagnosis.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear and instability or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.